Manufacturer narrative:
The evaluation of the returned apical sewing ring did not reveal any issues that would have contributed to the reported blood leakage. A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The replaced apical sewing ring was returned in used condition. The apical sewing ring appeared to have been compressed into an oval shape. All of the stitches appeared intact, and the felt ring appeared to be properly secured along the outer diameter of the silicone. No alarms were reported and the patient was asymptomatic. The patient remains ongoing on lvas and no further related issues have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The patient remains ongoing ion lvad support. However, the replaced apical sewing ring is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the lvad implant procedure the apical sewing ring was replaced due to large amount of bleeding around the cuff. The apical sewing ring was sutured in place. The lvad pump was inserted and secured with two tie bands and heavy green suture. With the pump in place, the patient was weaned off cardiopulmonary bypass (cpd). During infusion of protamine, a moderate amount of bleeding was observed in the patient¿s chest. The lvad pump was lifted out of the pump pocket, at which time a large amount of bleeding was noted around the apical sewing cuff. The protamine infusion was stopped after half of the infusion was administered. Hemostasis was unable to be achieved despite several pledgeted sutures. The patient¿s activated clotting time was 90 seconds. The patient was de-cannulated, re-heparinized, re-cannulated, and placed on a new cpb circuit. The blood pump was removed and flushed with injectable normal saline. The surgeon replaced the apical sewing ring, and the procedure was completed. No additional information was provided.